Manufacturer narrative:
Correction to the initial MDR, the field b5 (describe event or problem) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion (pe) occurred, and the procedure was cancelled. It was reported that a versacross connect access solution kit was selected for use for a watchman procedure. During the procedure, transseptal accessed was achieved using the versacross connect and watchman double curve sheath. When the physician was attempting to then cross with the non-boston scientific ice catheter (siemen's 4-d), a pericardial effusion was observed (circumferential pericardium). They mentioned that a trace effusion was noted prior to the procedure, which had increased in size during procedure, thus a decision was made to abort it. A pericardial drain (substernal) was then placed and left in the patient. Pericardiocentesis was performed. The physician drained 1925ml of blood from the drain and transfused it back into the patient. The surgery team was informed and came to the procedure room to discuss next steps. The anesthesiologist intubated the patient when the patient became unstable. They then placed an arterial line and temperature pacer for better monitoring and stability. A code was called, and the CPR was then performed, and the anesthesiologist administered code drugs, in combination with reversal agents, to help stop the bleeding causing the pericardial effusion. The patient became stable again and went to intensive care unit (ICU) after the procedure. Currently inpatient in critical care unit but is extubated. The device is not expected to be returned for analysis. No other intervention was required. In the physician's opinion, the versacross device may have contributed to the patient complications, since it is suspects that the versacross rf wire may have scraped or teared an area of the right side of the heart while attempting transseptal access. The transseptal puncture was deemed successful. Around the time of transseptal puncture, was used to dilate across septum. There was a defined medical reason for the pe, low platelets, cirrhosis. It was further confirmed that a temporary pacer/pacemaker was placed in the patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion (pe) occurred, and the procedure was cancelled. It was reported that a versacross connect access solution kit was selected for use for a watchman procedure. During the procedure, transseptal accessed was achieved using the versacross connect and watchman double curve sheath. When the physician was attempting to then cross with the non-boston scientific ice catheter (siemen's 4-d), a pericardial effusion was observed (circumferential pericardium). They mentioned that a trace effusion was noted prior to the procedure, which had increased in size during procedure, thus a decision was made to abort it. A pericardial drain (substernal) was then placed and left in the patient. Pericardiocentesis was performed. The physician drained 1925ml of blood from the drain and transfused it back into the patient. The surgery team was informed and came to the procedure room to discuss next steps. The anesthesiologist intubated the patient when the patient became unstable. They then placed an arterial line and temperature pacer for better monitoring and stability. A code was called, and the CPR was then performed, and the anesthesiologist administered code drugs, in combination with reversal agents, to help stop the bleeding causing the pericardial effusion. The patient became stable again and went to intensive care unit (ICU) after the procedure. Currently inpatient in critical care unit but is extubated. The device is not expected to be returned for analysis. No other intervention was required. In the physician's opinion, the versacross device may have contributed to the patient complications, since it is suspects that the versacross rf wire may have scraped or teared an area of the right side of the heart while attempting transseptal access. The transseptal puncture was deemed successful. Around the time of transseptal puncture, was used to dilate across septum. There was a defined medical reason for the pe; low platelets, cirrhosis.